Event description:
It was reported that during an operation in the femur, the drill bit snapped. It was further reported that the broken piece of the drill bit was removed from the bone and that no pieces remained in the patient.

Manufacturer narrative:
The part was returned for evaluation and measured against its print. All critical specifications were met with the exception of the drill guide diameter. This is most likely due to build up of wear debris in the right angled drive attachment which causes the drill bit to stall.